Event description:
Following implant, the pt was experiencing a return of symptoms. The catheter was found to be dislodged. The catheter was revised. The pt had not been managed as effectively since the revision. The hcp believed that it may be due to the drug mixture. The hcp had their pharmacy mix new drug, so they were hoping that, that helped resolve the pt's symptoms. The device sys was used to deliver prialt and compounded baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).